Event description:
Procedure type: lobectomy. According to the reporter, during the course of the operation, the loading unit was unable to be opened after firing. The doctor opened it with the assistance of forceps and found the staplers have taken shape. The extra bleeding was no more than 250cc and the time for the operation was less than 30 minutes. But some tissue tearing occurred which was later stitched by the doctor.

Manufacturer narrative:
(B)(4).